Manufacturer narrative:
(B)(4). The sample is reported to be available but has not been received for evaluation. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. If additional information becomes available or the sample is received, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). One actual sample was returned for evaluation. The sample arrived attached and primed to a reconstituted half empty 2b1308 50ml 0.9% sodium chloride solution bag. The sample was removed from the solution bag and drained. The sample was then visually inspected for any obvious defects. The sample was then spiked into a in-house 1000ml solution bag and re-primed. This identified a leak by the outlet/distal end of the filter housing and cap. The sample was then under water leak tested which showed that the leak appears to be coming from the vent hole therefore, the reported condition was confirmed. The assignable root cause could not be determined. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.

Event description:
A pharmacist reported to baxter corporate product surveillance a continu-flo solution set in which a leak was observed. According to the report, the continu-flo set was attached to an unknown bag containing daptomycin. The solution bag and the set were laid on the table beside the patient before infusion began, when the nurse observed a leak from the filter. According to the report, the leak was observed from where the filter was connected to the tubing. The entire contents of the bag were lost. The patient was not connected at the time of the leak. Therefore, there was no patient involvement, patient injury, adverse event, or medical intervention. No additional information is available.